Manufacturer narrative:
On inspection of the device at the service center, an issue with the ccd camera in the endoscope caused the malfunction.

Event description:
It was reported that there were no images on any screens during a case. There was no patient injury or other adverse health consequence.